Event description:
Six mo old child was receiving tpn infusion via the pump. Spanish speaking mother was instructed on use of the pump and appeared to understand technique. She was observed several times to make sure her technique was ok. Approx one and a half weeks later the admin set plate was not securely locked on to the pump which allowed a free flow of the tpn solution. The tpn bag had been placed on an IV pole, contrary to instructions from the reporting facility. The family called 911 but then drove the child to the hosp where it was admitted. Child experienced seizures, had to be intubated and was placed on respirator. On 7/14/97 info was rec'd that stated the child had been discharged from the hosp. Mother admitted to inadvertently not securely locking the admin set to the pump.